Event description:
It was reported that a 980 ventilator battery would not charge and generated a battery error message. There was no patient harm reported at the time of the event. The service engineer (se) inspected the device and found a diagnostic codes in the memory logs relevant to the reported issue. The se replaced the batteries.